Event description:
The user reported a color chip failure error message. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.